Event description:
Clinician observed small tears/holes around the edges of the membrane when completing a cranioplasty procedure. Revision surgery was not required and the patient condition was reported as "fine".